Event description:
During routine testing of the device at the service center, the service tech reported that the rear cover housing was broken. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Method: actual device involved in incident was evaluated. Results: component/subassembly failure. Note: the reported complaint was confirmed. The root cause was attributed to component failure.